Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was possible to clear the code, and upon re-interrogation of the device it was not observed. Data analysis showed that the pacemaker and communicator were in a radiofrequency overuse condition and technical services recommended adjusting the placement of the communicator during telemetry. As the patient was not dependent (paced 24%), it was planned to monitor the situation. The pacemaker remains in service and no adverse patient effects were reported.